Manufacturer narrative:
H6: investigation summary: the DHR was performed, quality notifications and maintenance orders were checked and no deviation was found for this batch. Difficulty in aspirating the medication: no samples or photos of the incident reported for evaluation were received, thus it is not possible to carry out the investigation and identification of the root cause of the incident. Visible dirt: the photos sent by the client show the presence of foreign matter in the product, but it was not possible to identify the foreign matter present in the syringe and its origin. As the samples have not yet been made available, it was not possible to carry out an investigation and determine the root cause for the incident. Syringe without plunger: the photos sent by the client show the ¿syringe without plunger¿ incident. A possible failure for the incident may have been a failure in the transfer disk timing or improper track vibration logic. The production processes were validated according to the defined acceptance criteria. Currently bd curitiba no longer produces the catalog in question, the manufacture of the material was discontinued in the first half of 2019. H3 other text : see h10.

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter on 4 occasions. The following information was provided by the initial reporter: difficulty in aspirating the medication - quantity: 2. Visible dirt - quantity: 4. Syringe without plunger - quantity: 3. Add info received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. About aspirated medicine: unfortunately, we do not record this information. However, these are drugs already habitually aspirated with such syringes, and aspirated with the other units available in the package normally. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded. There was no notification to anvisa. Purchase invoice 000001669 - nacional comercial. Document for sample collection provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that (B)(6) hospital had foreign matter on 4 occasions. The following information was provided by the initial reporter: difficulty in aspirating the medication - quantity: 2. Visible dirt - quantity: 4. Syringe without plunger - quantity: 3. Add info received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. About aspirated medicine: unfortunately, we do not record this information. However, these are drugs already habitually aspirated with such syringes, and aspirated with the other units available in the package normally. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded. There was no notification to anvisa. Purchase invoice (B)(4) - nacional comercial. Document for sample collection provided.